Manufacturer narrative:
H6: medical device code a0401 captures the reportable event of stent shaft broken. H10: the returned percuflex plus uretral stent was analyzed, and a visual evaluation noted that the bladder pigtail was detached and the suture hole was observed torn or ripped through the tip. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, it was possible to observe that the stent was manipulated and it has the bladder pigtail detached, this problems could have been cause due to an excess of force applied when removing the suture string or retrieval line. The suture hole was observed ripped or torn, confirming the excessive force applied to the device. According the time of event, it occurred in preparation orprior to sedation meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with a stent coil detached and suture hole torn or ripped. Therefore, the most probable cause is unintended use error caused or contributed to event since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported boston scientific corporation that a percuflex plus ureteral stent was opened to be used during a transureteroscopic holmium laser lithotripsy procedure in the pelvis calculi performed on (B)(6) 2021. During unpacking, the physician found that the stent was already broken. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported boston scientific corporation that a percuflex plus ureteral stent was opened to be used during a transureteroscopic holmium laser lithotripsy procedure in the pelvis calculi performed on (B)(6) 2021. During unpacking, the physician found that the stent was already broken. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.